Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: visual inspection revealed that the battery compartment was cracked at the threads. During testing, the display was found to be faded and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the up arrow button. All keypad buttons responded appropriately despite the cover damage. The keypad cover was removed and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.